Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the belt temperatures too low after nip roller and heated section. It was unknown whether the device had met specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse started the therapy on the arctic sun device and received low flow (alert 02). The flow rate (fr) was 0.9 lpm the initial pressure (ip) was -3.9 psi the system hours were 1230 the pump hours were 1155. The nurse rotated the connector the initial pressure (ip) was -2.8psi. The tubing through an open isolette window. It was suggested placing the towel or blanket between the tubing and the window and ensuring the tubing as straight as possible. Later the nurse said they are still having issues and things are just calming down now. Per customer via phone (B)(6) 2021 the initial reporter nurse stated that after switching out one pad and restarting the arctic sun device the alarms were cleared and the therapy was able to complete. The nurse stated that the arctic sun was not sent to the biomed since it began to function properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse started therapy on the arctic sun device and got low flow (alert 02). Flow rate (fr) was 0.9lpm, initial pressure (ip) was -3.9psi, system hours was 1230, pump hours was 1155, dc/rotated connector/rc, initial pressure (ip) was -2.8psi. Tubing through open isolate window. Suggested placing towel/blanket between the tubing and the window and ensuring tubing all as straight as possible. Later nurse and said they are still having issues and things are just calming down now. Per customer via phone (B)(6) 2021, nurse states after switching out one pad and restarting the arctic sun, the alarms were cleared, and therapy was able to be completed. Nurse states arctic sun was not sent to biomed since it began to function properly.